Event description:
It was reported that this right ventricular (rv) lead presented a lack of capture a few days after implantation, with it presenting an increase in pacing threshold measurements when examined. Fluoroscopy was performed but it didn't show any changes. The lead was attempted to be repositioned, but when examining the lead, the helix wouldn't retract and it presented some tissue on the tip. The lead was explanted and a new lead was implanted. . No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead presented a lack of capture a few days after implantation, with it presenting an increase in pacing threshold measurements when examined. Fluoroscopy was performed but it didn't show any changes. The cause for this issues was suspected to be due to a micro dislodgement or a perforation. The lead was attempted to be repositioned, but when examining the lead, the helix wouldn't retract and it presented some tissue on the tip. The lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: a1 patient identifier.

Event description:
It was reported that this right ventricular (rv) lead presented a lack of capture a few days after implantation, with it presenting an increase in pacing threshold measurements when examined. Fluoroscopy was performed but it didn't show any changes. The cause for this issues was suspected to be due to a micro dislodgement or a perforation. The lead was attempted to be repositioned, but when examining the lead, the helix wouldn't retract and it presented some tissue on the tip. The lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead presented a lack of capture a few days after implantation, with it presenting an increase in pacing threshold measurements when examined. Fluoroscopy was performed but it didn't show any changes. The cause for this issues was suspected to be due to a micro dislodgement or a perforation. The lead was attempted to be repositioned, but when examining the lead, the helix wouldn't retract and it presented some tissue on the tip. The lead was explanted and a new lead was implanted. The device has been returned and is pending analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional analysis was completed on this lead and corrosion of the conductor wire was observed, which was attributed to the associated device's integrated circuit anomaly. However, testing confirmed the functionality of the lead was not impacted by the corrosion and this finding did not contribute to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead presented a lack of capture a few days after implantation, with it presenting an increase in pacing threshold measurements when examined. Fluoroscopy was performed but it didn't show any changes. The cause for this issue was suspected to be due to a micro dislodgement or a perforation. The lead was attempted to be repositioned, but when examining the lead, the helix would not retract, and it presented some tissue on the tip. The lead was explanted, and a new lead was implanted. The device has been returned and is pending analysis. No additional adverse patient effects were reported. The device has been returned and analyzed.